Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) performed preventive maintenance activities and completed an instrument modification to adjust ultrasonics. The fse performed an accutni precision run and assay quality control assessment that yielded acceptable results. After the completion of verified and necessary repairs the instrument was returned back into service. A definitive root cause has not been determined for this event to date. Mdrs associated with this event: 2122870-2011-04636, 2122870-2011-04740, 2122870-2011-04857.

Event description:
The customer reported that erroneous or imprecise cardiac troponin (accutni) results were generated on an access 2 immunoassay system for multiple patients over three days. This is report two of three and represents the imprecise accutni results, within the assay's risk stratification range, for one patient generated on (B)(6) 2011. Repeat testing of the patient sample on the same instrument produced a slightly lower result that was still within the risk stratification range. A second sample was drawn and tested on the same instrument. The result was slightly lower, still within the risk stratification range, and concurred with the initial sample's repeat result. Collectively the results were outside of labeled accutni assay precision claims. The imprecise accutni results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. No patient demographic information was provided by the customer. The samples were collected in lithium heparin plasma tubes and centrifuged prior to testing. It is unknown as to whether the samples were hemolyzed. Assay quality control results recovered within customer specification on the date of the event and a system check performed after to the event passed within instrument specifications.